Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, dried fluid was found in a connector port. After cleaning, an impedance check using pacing and high voltage loads confirmed the impedance was within test limits.

Event description:
(B) (4)

Event description:
It was reported the lead coil impedance was out of range when measured through the device. Suspected "header failure" was reported along with information noting the lead was stretched on radiographic view. The device and the lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.